Event description:
It was reported that a pump declared an altitude alarm, and the issue was ongoing since (B)(6); it was confirmed in history for december 18 and 19. There was no adverse impact on the customer's blood glucose level. Technical support provided tips to prevent altitude alarms, and the customer understood and acknowledged them. The customer was able to resume insulin with the original cartridge after a few attempts and a 30-minute wait.